Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during an angio-seal device closure of the right femoral access ipsilateral retrograde iliac stenting procedure. The footplate became stuck on a piece of plaque on the posterior artery wall and the device was deployed in the artery. Manual pressure was held, and the patient was taken to surgery for femoral artery cutdown and removal of device. An initial femoral angiogram was performed as well as ultrasound access. The physician tried the angio-seal even though there was disease present. Surgical intervention was performed. Femoral artery cutdown with enterectomy and device removal. The estimated blood loss was less than 250cc's. The patient's condition was stable. The procedure was completed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "note: over insertion of the arteriotomy locator/insertion sheath assembly into the artery, beyond 2 cm, may increase the chance of premature anchor hook up or interfere with the anchor's performance to achieve hemostasis." The instructions for use also speak to the need to "monitor the patient (for at least 24 hours) for signs of vascular occlusion and the risk of collagen deposition into the artery. For possible anchor fracture or embolism - "examine device to determine if anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If anchor is not attached to the device, monitor the patient (for at least 24 hours) for signs of vascular occlusion. Clinical experience to date indicates that tissue ischemia from an embolized anchor is unlikely. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention." For collagen deposition into the artery or thrombosis at puncture site - "if this condition is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention." The complaint cannot be confirmed for alleged failure that the user experienced. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.